Event description:
Result of "hi" was obtained and a repeat test yielded a result of 466mg/dl. A lab was ordered and the value was 112mg/dl. No treatment was given to the pt. Controls were in range on the system. The device was replaced and requested to be returned for eval.